Manufacturer narrative:
Inspection of the device found the fluid reservoir to be empty and the clutch spring not engaged. Green indicator fluid was used to fill the reservoir and advance the fill rod. Upon contact between the fill rod and the fill sensor springs the device made an audible beep confirming the pod had just been activated. This indicates the device was never activated and therefore never started the priming sequence to deploy the device as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The pod was not worn.